Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level 536 mg/dl. Customer had blood glucose level of 56 mg/dl at the time of incident. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing. Customer did use the minimed 670g system. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.